Event description:
Initially, it was reported the pt was going to have their vns generator explanted for end of battery life. The explanted generator was returned for analysis, and was not at end of battery life and performed according to specs. Later reported a prophylactic replacement of the generator. The return product form from the hospital documented that the pt was having an increase in seizures as reason for device replacement. Good faith attempts have been made for additional details surrounding the event.